Manufacturer narrative:
Additional information was received; the device was explanted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported, and the device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned for analysis.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported, and the device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.